Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that there were some impedance issues which varied, but the patient maintained therapy benefit. The patient had a revision on (B)(6) 2016 and when opening the pocket, the extension was found to be broken completely off from the implantable neurostimulator (ins). However, the proximal connector was still in the port. There were multiple twists in the extension, but they appeared to be isolated in the pocket area. The insulation also appeared to have been stretched. It was unknown if the patient twiddles and there was no trauma or fall. It was unknown if the patient recovered after the revision. There were no associated symptoms. The patient's indications for use were essential tremor and movement disorders.

Manufacturer narrative:
The implantable neurostimulator (ins) was functionally okay with only insignificant anomalies found. Part of the extension was stuck in the connector port. The stimulation extension body was found to be broken. All conductors were broken (overstress damage) 2.4 cm from the proximal end.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the implantable neurostimulator (ins) flipped and the extension broke at/near the connector of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.